Manufacturer narrative:
Patient age and dob requested but not provided.

Event description:
It was reported that the jelco saf-t holder device broke off in the maxplus¿ connector that caused the patient's blood to leak onto the patient and the nurse. When the connector broke off (which was not known immediately) it left the patient's line open for contamination and bleeding. A new maxplus¿ was placed onto the patients line lumen per their facility protocol. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Concomitant medical product: smiths medical jelco saf-t holder device (96000); td: (B)(6) 2019. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the jelco saf-t holder device broke off in the maxplus¿ connector that caused the patient's blood to leak onto the patient and the nurse. When the connector broke off (which was not known immediately) it left the patient's line open for contamination and bleeding. A new maxplus¿ was placed onto the patients line lumen per their facility protocol.